Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side ruptured device. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual and microscopic analysis of the returned device identified: an extended sharp opening with localized stresses induced on posterior side (a dimension measurement in the shell was performed which identified the thickness within specification), non penetrating nicks and curved openings with striated edge on posterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported left side ruptured device. Device has been explanted.